Manufacturer narrative:
The field service engineer inspected the analyzer and found sodium hydroxide (naoh) crystallization in the sonic wash station (sws) and contamination in the dilution vessel and nozzles. He decontaminated the analyzer, performed adjustments, and mechanical checks. The investigation determined that a contaminated analyzer had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. One example of discrepant results was provided: the initial na result from the module was 170 mmol/l. The first repeat result from a cobas pure module was 157 mmol/l. The second repeat result from the module was 157 mmol/l.